Event description:
It was reported that the external pulse generator had a faulty menu display and that its battery cover was damaged. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the display was out of electrical specification with missing pixels and the battery drawer was broken. It was also noted that the upper and lower cases were broken, the ring cover was broken, the battery contacts were compressed, the keyboard was scratched, the battery drawer o-ring was missing. (B)(4).